Event description:
Per the clinic, the rechargable battery of the sound processor was found to be leaking fluid. There was no allegation of patient injury. Replacement equipment was sent, and the product has been requested to be removed from service and returned to the manufacturer for analysis.

Manufacturer narrative:
This device is not available for analysis. (B)(4).

Manufacturer narrative:
(B)(4). A cover letter was provided to the agency regarding this event.